Manufacturer narrative:
Summary of evaluation: the damages at the flute are caused by jamming the screwholder during use.

Event description:
The rptr states the sleeve will not hold the screws and handle mechanism slips. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence or surgical delay.